Event description:
A facility reported that the light cords of the mlx 300w xenon lightsource (00mlx) were getting "toasted". It was reported that the facility only uses integra light cords and not other cord brands. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation. Device history record (DHR): DHR shows no abnormalities related to the reported issue. Failure analysis: evaluation of the xenon lightsource found that the mirror and mirror holder inside the unit were damaged. This explains the notes "light cords getting toasted." As the role of the mirror is to reduce the heat produced by the lamp. The mirror and mirror holder have been replaced to correct this issue. In addition, the unit failed lumens test; the lamp has been replaced to correct this issue. Root cause analysis: the returned xenon lightsource was received in used condition. It was determined that the light cords getting toasted is most likely due to damage to the mirror caused by rough handling/environmental damage. The mirror functions to reduce the heat caused by the lamp, thus, damage to the mirror could result in overheating. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified.